Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed that error did not recur, and successfully started new sensor session; no additional information was received regarding the outcome of the event.